Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 22.8 mmol/l (410 mg/dl) less than 24 hrs after the pod was activated and he noticed the cannula was kinked.